Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigation did not confirm, the customer reported complaint. Visual inspection was performed, and no damage to the cables were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No grip misalignment observed. Additionally, the grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing after multiple attempts. The instrument was found to have multiple input disks cracked. This failure likely caused the failed grip-clip test.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The large hem-o-lok clip applier instrument had a broken/loose cable. There was no reported injury.